Event description:
It was reported that the atrial lead was not capturing; an x-ray revealed that the atrial lead had dislodged. The atrial lead was explanted and replaced. However, shortly after the replacement procedure, it was found that the right ventricular [rv] lead and newly implanted atrial lead were not capturing; the leads were believed to have dislodged when the patient was "pulled onto the stretcher" by their left arm after completion of the procedure. The pocket was re-opened and the physician opted to remove the rv and atrial leads as the physician did not "like the shape of the leads" and stated that both leads "were all bent up." The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, tissue on helix and there was apparent explant damage. The analyst commented that the lead was returned with the helix distorted/bent and tissue on it. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.